Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 03july2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: eight screws and one va-lcp curved condylar plate were returned. This complaint is for the five distal locking screws backing out of the plate post-op. The screws that were backing out contained significant damage at the threaded head and in the shaft. The received plate contained scratches near the distal end and contained damaged distal threaded holes. A non-complaint patient, locking the screws outside of the 30° cone, not tightening the screws to 6nm, and patient bone quality could have all contributed to the complaint condition. This complaint is confirmed based on the damaged condition of the returned devices. It is unknown which of the returned 02.231.280 screws were reportedly backing out. The technique guide and product drawings were reviewed during the investigation. The 4.5mm va-lcp curved condylar system is designed to allow screws to be angled anywhere within a 30° cone around the central axis of the hole. The screw position and length should be confirmed prior to final tightening and final tightening must be done manually using a 6nm torque limiting handle. As noted in the complaint description, the patient was weight bearing prior to bone healing, increasing the amount of stress on the construct and likely contributing to the screws backing out. Locking the screws outside of the 30° cone, not tightening the screws to 6nm, and osteoporotic bone could have also contributed to the screws backing out. Mechanical testing has shown the va-lcp curved condylar variable angle screw connection strength to be adequate. A definitive root cause could not be determined. Patient non-compliance is the likely cause for the screws backing out however over-angulating the screws, not tightening the screws to the proper torque, and poor bone quality could have also contributed. No design issues were noted during the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes ¿ hrs, hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent a distal femur fracture repair on (B)(6) 2015. The implanted locking screws backed out of the variable angle (va) condylar plate resulting in the patient undergoing a revision surgery on (B)(6) 2015. It was reported that the patient during their course of rehab, was somewhat non-complaint and began walking when they were told no weight bearing. Subsequently, all five (5) of the distal locking screws backed out (at some level) of the 16 hole plate. During surgery, the surgeon reported that all five screws (which had backed out and become cross threaded and stripped) were removed and then one screw was implanted without an issue and when the second screw was implanted it spun around. Surgeon noted that the explanted screws were considerably more damaged than the one that the surgeon was unable to implant. Surgeon further reported that perhaps due to the weight bearing too soon or osteoporotic bone the screws could not hold. This report addresses the patient's revision surgery; events that occurred intra-operatively are captured in (B)(4). This is report 3 of 6 for (B)(4).

Manufacturer narrative:
It was documented on november 2, 2015 that the device was returned on october 26, 2015. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.